Manufacturer narrative:
Investigation in progress. Device not returned.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, the patient suffered loosening. The 00-5886-065-10 lot 62004393 nexgen tm mono lps tib, str green, sz 5 g/h, 10 mm rep / team 0 0 1 1. It was removed and replaced with a cemented persona component.

Manufacturer narrative:
Device history review was performed. Device history records were reviewed for the nexgen tm part number 00588606510 and lot no 62004393 were no deviations or anomalies were found. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. X-rays were not provided. Request for more information was conducted through dl log. No report for delay in surgery, patient injury or deficiency in the performance of the device. However it was reported that the patient is a weight lifter.product is no longer available for return. No device was returned for evaluation, therefore only a device history review was performed a review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the patient underwent initial knee arthroplasty on an unknown date. Subsequently, the patient suffered loosening with 00-5886-065-10 lot 62004393 nexgen tm mono lps tib, str green, sz 5 g/h, 10mm rep and it was removed and replaced with a cemented persona component. Tm monoblock tibia is only the tmt design control part.